Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+3.5/081 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn. (B)(4).